Event description:
It was reported that patient presented in clinic with post-paced t-wave oversensing as noted on stored egm. Device was reprogrammed and no further issues were reported.

Event description:
It was reported that patient presented in clinic with post-paced t-wave oversensing as noted on stored egm. Device was reprogrammed and no further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.